Event description:
It was reported via the customer that during cleaning, the end of the blade broke in the handpiece. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement, no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not yet available to manufacturer.

Event description:
It was reported via the customer that during cleaning, the end of the blade broke in the handpiece. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement, no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete. Device discarded.